Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 42 mg/dl resulting in the customer losing consciousness. Reportedly, the continuous glucose monitor (cgm) sensor failed while the customer was asleep, and the pump continued insulin delivery as intended when no sensor session is active. The customer's husband provided honey for the customer to consume and called an ambulance, and the medics disconnected the customer from the pump to address bg. The customer was subsequently admitted to the emergency room (ER) where healthcare providers administered intravenous glucose to treat the low bg. A system check was performed, and no issues were observed with the pump, pump supplies, or the insulin in use at the time of the event. Customer was released from the ER on december 26th, 2023 with the issue resolved and no permanent damage. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.